Manufacturer narrative:
Updated blocks: b5 and h6.

Event description:
Additional information was received that the surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) powered up the hlm, and it was operating properly. The fsr was able to verify the reported complaint through a data log review where a one-time supply voltage failure ID 12 was found. A test was executed during power up to check the battery voltage, because the test failed, the battery charger was disabled. The messaged displayed making the user aware of the battery not charging. After power cycling the unit, the battery test passed and the issue resolved. As this was a one-time event, no further action was needed aside from discharge testing. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) displayed a 'battery error: battery cannot be charged' message. There was no delay. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.